Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) performed on (B)(6) 2015. According to the complainant, about six minutes into the ablation phase of the procedure, a fluid loss of 13ml/min was noticed. A pin hole was observed at the left side of the sheath about 3/8 7 inches forward where the scope adaptor was screwed. The procedure was successfully completed using another of the same device. No patient complication was reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) performed on (B)(6) 2015. According to the complainant, about six minutes into the ablation phase of the procedure, a fluid loss of 13ml/min was noticed. A pin hole was observed at the left side of the sheath about 3/8 7 inches forward where the scope adaptor was screwed. The procedure was successfully completed using another of the same device. No patient complication was reported as a result of this event.

Manufacturer narrative:
Visual analysis of the returned genesys hta procerva procedure set sheath assembly was performed. The entire surface of the returned sheath was examined under magnification, including the sheath left side area approximately 7.375¿ from scope adapter threads, the area where the user stated a pinhole was observed. No damage or holes including pinholes were noted anywhere on the sheath. Leakage test was performed and no leak was observed at any area of the sheath. Analysis of the returned device showed no evidence of the alleged issue or any other defect, therefore; the most probable root cause is not confirmed.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.